Manufacturer narrative:
Additional information was added to h6 and h11. H11: the actual device was not available; however, two (2) photographs of the sample were provided for evaluation. The photographs were reviewed and did not show visual evidence or sufficient information to duplicate the event or determine if the product failed or met specification. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: unique identifier (UDI) #: the lot number is unknown, therefore, only a primary di number could be provided. E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of the minicap transfer set could not be closed. This was identified before use of the device for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.